Event description:
It was reported that intermittently the pump battery was rapidly depleting and the battery gauge was fluctuating. Customer's blood glucose was 82 mg/dl. Tandem technical support reviewed pump history and confirmed reported issue. Customer continued to use pump for insulin therapy.